Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had physical damage with cracks in the battery compartment and underneath the display. Customer also reported getting a recurring failed battery test, reduced battery life and insulin squirting out during manual prime. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly, no low battery alert and no failed battery test alarm during test noted. Device received with broken battery tube threads. Cracked lcd window, cracked case display window corner and broken belt clip slot. (B)(4).